Manufacturer narrative:
H.6. Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. The lot number is unknown, therefore device history record review (DHR) or quality notification review (qn) could not be performed. The complaint could not be confirmed.

Event description:
It was reported that syringe 3ml ll 200 s/c had a broken plunger rod. The following information was provided by the initial reporter: " . It was reported that part of plastic is loosely detached from the plunger. ".

Event description:
It was reported that syringe 3ml ll 200 s/c had a broken plunger rod. The following information was provided by the initial reporter: "  it was reported that part of plastic is loosely detached from the plunger. "

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 8/11/2021 the following fields were updated due to corrected information: d.3. Medical device manufacturer: becton dickinson de mexico (cuautitlan). G.1. Manufacturing location: becton dickinson de mexico (cuautitlan). H.6. Investigation: one 3ml syringe received for investigation, upon observation the plunger appears broken. Product undergoes inspections throughout the manufacturing process to ensure the quality and functionality of the device. As the lot involved in this incident is unknown, a device history review cannot be performed, and additional retained samples cannot be evaluated. Based on the available information we are not able to identify a root cause at this time. H3 other text : see h.10.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 3ml ll 200 s/c had a broken plunger rod. The following information was provided by the initial reporter: "it was reported that part of plastic is loosely detached from the plunger. "